Event description:
It was reported that a user of the ilet with a connected fsl3+ sensor experienced hyperglycemia following a transient sensor error that self-resolved, with cgm values around the mid-200s trending down and a confirmatory fingerstick of 240 mg/dl; the user was also charging the ilet and noted ongoing difficulty managing glucose since starting steroid therapy. Symptoms included elevated blood glucose of 360 mg/dl with hunger during highs. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included technical troubleshooting and user education conducted by support, as well as follow-up assessment during the same day. Investigation of this case revealed that the sensor signal interruption resolved, glucose levels began to decline, and the user proceeded with a snack and meal announcement while off-pump for charging; no device malfunction could be confirmed. It was concluded that hyperglycemia occurred with an unclear cause, potentially influenced by concurrent steroid use and temporary disconnection for charging, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.